Manufacturer narrative:
(B)(4). Batch: r5am2e. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The returned reload was fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation lock bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic donor nephrectomy the doctor went to close on the renal vein, fired the stapler and the stapler locked out. The doctor used the manual override, cranked the lever back but was afraid to open the stapler. The doctor didn't know if the knife blade had fired and was worried about bleeding. The doctor used a competitors manual stapler closer to the root, fired the stapler, and was able to remove the vein and kidney, as well as the first stapler. Once outside the body, the doctor was able to open the stapler to remove the specimen. The procedure was delayed by fifteen to twenty minutes. There were no patient consequences reported.